Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complications including pain. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Post op pain is a known inherent risk of the surgery/use of the device and included as a possible complication in the adverse reaction section of the IFU. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.

Event description:
Per clinical trial (B)(6): on (B)(6) 2015, the patient underwent a left breast revision augmentation with lower pole bottoming out (lower pole stretch defect). Short scar incision was used. 1 piece of galaflex was cut in half and used. No concomitant procedures were reported. On (B)(6) 2015, breast pain was reported. The patient was treated with medication (aleve) and was told to wear under wire bra 24/7. Resolved without sequelae on (B)(6) 2015. Review by medical affairs identifies this as likely related to the device and serious.